Manufacturer narrative:
(B)(4). This report of an overprime, leak out of patient line was not confirmed and the cause was not identified because the sample evaluation could not confirm a disposable issue, and the patient did not describe any type of use error that might have caused this issue. A batch review was preformed and no issues or exceptions were noted. Lab evaluation is as follows: received one companion sample in original packaging in reference to overprime, leak out of patient line. Set was placed on machine for priming and run with no alarms noted. Set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding the patient line leaking out of the top during prime which occurred on the homechoice (hc) during prime. The home patient (hp) called to report this was a third time in two weeks that the patient line had leaked solution out of the top of the patient line during prime. The hp said that their peritoneal dialysis registered nurse (rn) had told them to start over with new supplies whenever that happens because, it could contaminate the lines. The hp did not have the lot numbers of the bags. Baxter contacted the patient on (B)(6) 2012 and the patient stated the following: the event happened three separate times (dates unknown) where the cassette over primed. The lot number was h11j24098 and a companion sample was available and requested. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient (hp) (B)(6) 2012, regarding reported problem. The hp stated all the over priming occurred from the same lot number provided. They stated that the reported problem did not hinder therapy; they were able to continue by starting over with new supplies. They stated they did not need any medical intervention from this problem, and therapy has been continuing fine. They stated they just talked to their nurse regarding the reported problem, and they told them they were taking the appropriate steps. The hp stated therapy overall has been continuing fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.